Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter has not been received at medela as of (B)(6) 2016. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(6).

Event description:
On (B)(6) 2016, the customer reported to medela customer service that her pump in style advanced breast pump transformer housing split in half, exposing inner electrical circuitry, which is a safety risk.